Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that when the customer turned the device back on, the device failed self-test for defib function. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the first reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and power cycling without duplicating the malfunction. Review of the clinical and activity logs did not find evidence to support the reported problem of the device shutting down on its own. The second reported malfunction was verified and the ECG board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.